Event description:
It was reported via phone call, that the customer received excessive no delivery alarms. Customer's blood glucose level at the time was unknown. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor assembly. Excessive no delivery alarm test was note performed due to motor anomaly. The device had minor scratches on the lcd window, scratched reservoir tube window, and cracked battery tube threads.